Manufacturer narrative:
(B)(4). (B)(6). Procode: krd/hcg. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the sterling study, a (B)(6)-year old female (subject (B)(6)) with a history of valve disease/dysfunction underwent coil embolization of an unruptured middle cerebral artery (mca) aneurysm on (B)(6) 2020 and experienced a right pelvic retroperitoneal hematoma on (B)(6) 2020. The hematoma that formed as a result of the bleed caused the bladder and uterus to shift to the left and necessitated surgical repair (i.e. ¿flattening false right external iliac aneurysm¿). Per the principal investigator (pi), the event was moderate in severity (pending clarification) and was unlikely related to the study device. The event resolved on the following day. Immediate pre-procedure angiography revealed an anterior circulation aneurysm on left sidewall of the mca. The unruptured aneurysm had the following dimensions: height 4.5mm, dome 4.2mm, maximum aneurysm diameter 4.2mm, neck size 3.5mm, and dome-to-neck ratio 1.2mm. Parent vessel diameter was 3.0mm. Coil embolization was subsequently performed with the implantation of one 3mmx 5.4cm micrusframe10 (mfr100305/l10191) and one 2mm x 3cm galaxy g3 mini (glm920030/l16234) via a sl-10 (stryker) microcatheter. According to the case report form (crf), one 4mm x 7.5cm micrusframe10 (mfr100407/l16403) and one 2mm x 3cm galaxy g3 mini (glm920030/l14404) were used but not implanted (pending clarification). An unspecified balloon was opened but not used. In the opinion of the investigator, treatment of the target aneurysm was not considered complete due to inability to access target aneurysm. The two study coils mentioned above were successfully implanted at the target site. Heparin was administered during the procedure. Immediate post-procedure modified raymond-roy classification score was iiib (residual aneurysm with contrast along aneurysm wall). Additional coils were not placed due to ¿first coil moved so instability¿. There were no reported intraoperative adverse events. The patient was discharged home with self-care on (B)(6) 2020 with modified rankin scale (mrs) score of 0. The patient was re-admitted on (B)(6) 2020 due to retroperitoneal hematoma and was discharged on (B)(6) 2020. Modified information received from the clinical database on (B)(6) 2020 was reviewed. Regarding ae1 ¿right pelvic retroperitoneal hematoma pushing the bladder and uterus to the left¿: severity value "moderate" was changed to "severe¿. Additional information received from the sterling study team on (B)(6) 2020 indicated that the following two coils were implanted in the patient: (1) 3mmx 5.4cm micrusframe10 mfr100305/l10191 and (1) 2mm x 3cm galaxy g3 mini glm920030/l16234. There was an attempt made to place a third coil (2mm x 3cm galaxy g3 mini glm920030/l14404), but it was not implanted because the previous coils were mobilized during deployment. The device was not returned for analysis; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device l14404 number, and no non-conformances related to the reported complaint condition were identified with the information available and without the product available for analysis, the reported customer complaint of ¿coil ¿ entanglement¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Coil entanglement is a known potential complication associated with coil embolization procedures. With the information provided, it is not possible to determine the root cause of the entanglement; however, clinical and procedural factors, including aneurysm/vessel characteristics, device selection, device interaction, and operator technique, may have contributed. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the (B)(6) study, a (B)(6)-year old female (subject (B)(6)) with a history of valve disease/dysfunction underwent coil embolization of an unruptured middle cerebral artery (mca) aneurysm on (B)(6) 2020 and experienced a right pelvic retroperitoneal hematoma on (B)(6) 2020. The hematoma that formed as a result of the bleed caused the bladder and uterus to shift to the left and necessitated surgical repair (i.e. ¿flattening false right external iliac aneurysm¿). Per the principal investigator (pi), the event was moderate in severity (pending clarification) and was unlikely related to the study device. The event resolved on the following day. Immediate pre-procedure angiography revealed an anterior circulation aneurysm on left sidewall of the mca. The unruptured aneurysm had the following dimensions: height 4.5mm, dome 4.2mm, maximum aneurysm diameter 4.2mm, neck size 3.5mm, and dome-to-neck ratio 1.2mm. Parent vessel diameter was 3.0mm. Coil embolization was subsequently performed with the implantation of one 3mmx 5.4cm micrusframe10 (mfr100305/l10191) and one 2mm x 3cm galaxy g3 mini (glm920030/l16234) via a sl-10 (stryker) microcatheter. According to the case report form (crf), one 4mm x 7.5cm micrusframe10 (mfr100407/l16403) and one 2mm x 3cm galaxy g3 mini (glm920030/l14404) were used but not implanted (pending clarification). An unspecified balloon was opened but not used. In the opinion of the investigator, treatment of the target aneurysm was not considered complete due to inability to access target aneurysm. The two study coils mentioned above were successfully implanted at the target site. Heparin was administered during the procedure. Immediate post-procedure modified raymond-roy classification score was iiib (residual aneurysm with contrast along aneurysm wall). Additional coils were not placed due to ¿first coil moved so instability¿. There were no reported intraoperative adverse events. The patient was discharged home with self-care on (B)(6) 2020 with modified rankin scale (mrs) score of 0. The patient was re-admitted on (B)(6) 2020 due to retroperitoneal hematoma and was discharged on (B)(6) 2020. Modified information received from the clinical database on (B)(6) 2020 was reviewed. Regarding ae1 ¿right pelvic retroperitoneal hematoma pushing the bladder and uterus to the left¿: severity value "moderate" was changed to "severe¿. Additional information received from the sterling study team on (B)(6) 2020 indicated that the following two coils were implanted in the patient: (1) 3mmx 5.4cm micrusframe10 mfr100305/l10191 and (1) 2mm x 3cm galaxy g3 mini glm920030/l16234. There was an attempt made to place a third coil (2mm x 3cm galaxy g3 mini glm920030/l14404), but it was not implanted because the previous coils were mobilized during deployment.